Event description:
General report received of an undocumented number of undocumented incidences of extension sets which disconnected from IV access catheters. It was reported that radioactive isotope was administered via the extension sets of pts undergoing nuclear stress tests in the cardiac stress lab. The facility's standard procedure was for a staff member from the nuclear medicine dept to inject a volume of 0.3-2cc of the radioactive isotope, followed by a 7cc normal saline flush. The syringe containing the radioactive isotope was attached to the female luer lock adaptor of the extension sets, which was connected to the pt's IV access catheters. Upon injection, the "t" connector portion of the extension sets would disconnect from the IV access catheters, causing the isotope to leak. It was reported that the radioactive leakage was found on the treadmill, on the nurse's hand, or on the pt's shoes. This would result in the cancellation of the stress test being performed, isolating contaminated articles, and the closing of the cardiac stress lab until the radiation levels were within safe standards. It was reported that there was no blood loss or adverse pt effects, but that all of the day's remaining tests required rescheduling. Though requested, no add'l info was available.